Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The force bipolar instrument was analyzed and found to have a bent grip causing them to be misaligned. The offset at the tips was 0.410 mm. The grips were not found to be cracked. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument could not be removed from arm 1. The customer found that the instrument tip was misaligned/in a bent condition and adjusted it. The instrument was removed with the cannula together. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the jaw of the instrument came off. The issue did not result in a fragment falling from the instrument and the port incision was not increased to remove the instrument.